Event description:
The incident happened on (B)(6) 2023. Feedback that the incident occurred was received by peter lazic gmbh on (B)(6) 2023. The incident happened in a hospital in germany. The hospital states that the speculum was inserted into the right side of the nose and spread open. After completion of the procedure, the spreader could not be twisted back together, so it had to be removed in a wide open state. The hospital states that it could have led to a serious deterioration of the patient's health. The investigation of the cause is on-going. No patient data or further data on the procedure are known. Internal identification number (B)(4) .